Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.

Event description:
The insurance agent of a (B) (6) male pt contacted lifecor customer support with the pt on the line. The pt stated that one of the battery packs would not power the monitor at all. Support sent the pt a replacement battery pack.